Event description:
It has been reported that the patient was implanted a biolox delta head, 12/14, 32 x +3.5 on the left side on (B)(6) 2012. Currently, the patient is being monitored due back and groin pain. The patient has also trouble lifting the leg.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).